Event description:
Asr revision.asr xl.left.reason(s) for revision: component loosening (stem) ; pain; osteolysis.

Manufacturer narrative:
Additional narrative:if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
Asr revision.asr xl.left.reason(s) for revision: component loosening (stem) ; pain; osteolysis.update received: 20th may 2014 - added cup lot number, added cup manufacturing facility and added cup manufacturing date.